Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the patient was originally treated for. Several possible implant dates were provided including (B)(6) 2004, (B)(6) 2012 and (B)(6) 2013. The date of (B)(6) 2004 could not be possible since the product was manufactured after that date. Prolene mesh and marsilene polyester fiber were also implanted on one of the three dates provided. No add'l info was provided. The complaint via the attorney was that the patient suffered an injury including erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, neuropathic nerve damage, acute and chronic nerve pain, add'l surgical procedures. It is not known when the event occurred. It is not known what the patient's current condition is. No info has been confirmed by a health care professional.

Manufacturer narrative:
The device history record for this lot was reviewed and everything was in order.